Manufacturer narrative:
(B)(4).

Event description:
It was reported that the review of a remote transmission revealed that the right atrial lead exhibited undersensing and multiple automode switch episodes. The patient was asymptomatic and it was decided to leave the device programmed as is. The patient would continue to be monitored.